Event description:
Per sales rep: hospital staff reported that the insitu cutter was not opening as intended due to screw that had become loose. No other details are known.

Manufacturer narrative:
Investigation in process, but not yet complete.